Event description:
It was reported that the during a routine device change out; the right ventricular lead exhibited loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.